Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) had maintenance code #5 error, helium gas calibration issue. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) tried to calibrate helium transducer still problem not resolved.so fse replaced the pcb main board and machine working fine. Unit returned to customer.